Event description:
The customer reported that the sys had a ma on in error then shut down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator drive cable, backplane, snubber board, and the high voltage regulator were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.